Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot occurred. It was initially reported that the pentaray nav high-density mapping eco catheter clotted even while infusing the heparin saline fluid. When the catheter was replaced, the issue resolved. There were no patient consequences. On 6/5/2019, additional information was received indicating the system did not present any error message but the physician noted the heparinized saline had failed to drip in. There were no temperature or flow issues. The patient was anticoagulated to 350 sec. It is unknown if the patient exhibited any neurological symptoms since the procedure. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. Then, an irrigation test was performed and the catheter failed. Further investigation revealed that the irrigation tube was found occluded with crystallized white material in the tip area. Then, the catheter was dissected on the tip and the same material was observed inside the irrigation tube. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since no thrombus/clot was found. The root cause of the occlusion cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure since the material found was saline solution. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30205063l number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot occurred. It was initially reported that the pentaray nav high-density mapping eco catheter clotted even while infusing the heparin saline fluid. When the catheter was replaced, the issue resolved. There were no patient consequences. On 6/5/2019, additional information was received indicating the system did not present any error message but the physician noted the heparinized saline had failed to drip in. There were no temperature or flow issues. The patient was anticoagulated to 350 sec. It is unknown if the patient exhibited any neurological symptoms since the procedure. The issue of thrombus/clot has been assessed as an MDR reportable malfunction.